Event description:
Physician reported that after pt injection in the upper lip with juvederm ultra, the pt developed swelling of the upper lip. The physician states oral prednisone and hydrocortisone cream 1% were prescribed as treatment to hasten the resolution of symptoms and to prevent the worsening of symptoms which may have led to permanent damage.

Manufacturer narrative:
(B)(4). Device eval summary: batch number h24l655879 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.